Manufacturer narrative:
The t:slim pump user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump time was incorrect due to the customer forgetting to adjust the time after daylight savings. Blood glucose level was 142mg/dl. Tandem technical support guided the customer through adjusting the pump time.